Manufacturer narrative:
One e2515hgnsb was received for evaluation. The reported condition was not confirmed. The investigation found no particulate matter on the opened cord or pencil body. However, visual inspection found damage to the cord approx. 7" from the pencil. The outer jacket insulation and inner wire insulation were slit, exposing metal wire. The outer jacket shows signs of thermal damage. The cord is scored above and below the slit as though it had come into contact with a sharp object. The device failed hipot testing over the damaged area. The product engineer evaluated the damage to the cord to determine if the issue could be a manufacturing defect. The slice in the cord is from a sharp instrument such as a razor or scalpel. There are no edges on the manufacturing equipment sharp enough to cause such a clean cut. The thermal damage came from activating the device while the wires were shorted. The investigation identified the root cause of the reported event to be related to user damage. No trend has been identified. Manufacturing non-conformance records were reviewed and no pertinent entries were noted.

Event description:
The customer reported there was white powder particulate on the bovie cord. There was no injury to the patient. Medtronic's initial evaluation found heat damage along the cord. The outer layer of insulation was slit in one location. The inner wires were damaged exposing metal. The cord failed hipot testing over the affected area.